Event description:
The authors of a journal article compared the safety and efficacy of two intraocular lenses, between two groups. Following an intraocular lens (iol) implant procedure for the pt, there was a report of cystoid macular edema. The results concluded that all pts successfully received an implantation of an intraocular lens. There was no statistically significant difference in postoperative visual acuity, corneal edema, anterior chamber floating, cell, flare, exudative membrane or after cataract within 8 months after surgery at average between the two groups. Additional info is not expected.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. Ning g, cheng t, article ID: 1671-8348(2013)15-1740-02. Additional info is not expected. (B)(4).